Event description:
During evaluation of a home patient's homechoice device, a baxter technician identified a potential overfill situation. During drain 4 of therapy in early 2008, the patient had an ultrafiltration (uf) of 736, indicating that the patient drained 736 ml more than the fill volume of 1800ml. No further information regarding this event could be obtained during a follow up call with the home patient's nurse.

Manufacturer narrative:
Three simulated patient therapies were performed using the patient's therapy settings. During these therapies no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated patient for each exchange was within design specifications. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. The event, therapy and alarm logs were obtained. The event log contains data in 2008 and recorded no device anomalies. The log shows that during the therapies started on the same month, drain 4 of each of these therapies were potential overfill situations. The therapy log recorded data for six days and recorded no anomalies. The log shows that the therapy started on fourth day was aborted during dwell 1 leaving a negative total uf. There were no bypasses and no manual drains performed. During each of the potential overfills, one or more of the previous drains was either a negative uf or a small positive uf. No failure or malfunction was identified through evaluation that could have caused or contributed to the reported difficulties. Based on a review of all available therapy, alarm and event log data, the most probable cause of the over fill to be insufficient drain when multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold.